Manufacturer narrative:
The customer¿s experience with the source pump module not alarming for air in line was not confirmed in the device event logs or replicated during testing. The device event log showed logs for the event were overwritten. Testing performed on the source pump module¿s air detection assembly found the device operating in specification. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported air in line as a common occurrence with the pump not alarming when priming a propofol glass bottle. The air in the line is sometimes seen below the pump and is managed by the nurse before attaching to the patient. Biomed noted 75mcl for the air in line setting, there is striping, no leaking with the medication warm to room temperature and primed slowly. The drip chamber is 2/3/ full, hanging vertically and the roller clamp is opened slowly. The air in line sensor is not being cleaned with a cotton swab moistened with water. There was no patient involvement.